Event description:
It was reported the lead impedances increased over a few months to greater than 2000 ohms. Increased thresholds were also reported. The "fractured" lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.